Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the wear of the adhesive around the objective lens and the light guide lens was traced expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The asset ultrasound gastrovideoscope was returned for preventative maintenance. However, during the evaluation of the device, wear of the adhesive around both the objective lens and the light guide lens at the distal end was observed. There was no patient involvement.